Event description:
A customer contacted bekcman coulter regarding erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 1.05ng/ml was obtained. The result was reported out of the lab to a nurse. The original sample was re-spun and re-tested for accu tni, and the repeated result was 0.0052ng/ml. A fresh sample was collected from the pt and tested for accu tni; the result was 0.07ng/ml. In addition, both samples were tested for accu tni on a different instrument in the customer's lab and result for each sample was 0.01ng/ml. The customer notified the nurse of negative accu tni results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check data have not been supplied, but customer stated that qc was within range before and after the event. The sample was a plasma sample. Customer stated, that the sample was not a full draw, but was only 80% full. A field service engineer was dispatched to the customer's lab: the fse replaced: all wash arm probes, peri pump tubes, duckbill and duckbill manifold, and pressure sensor. The fse calibrated the instrument for accu tni and conducted low level precision test with acceptable results. The fse performed system check which passed within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.